Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the buttons were sticking on the insulin pump. It was also found cracks were present around the reservoir compartment. The customer also reported pieces of the insulin pump were chipping off. Customer's blood glucose was unknown at the time of the call. The customer also reported they were hospitalized for diabetic ketoacidosis because they were not connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.